Manufacturer narrative:
H2/h6: the kit svc o2 bi71000194 switch xray hand was returned for analysis. Analysis found no failures. The hand switch was installed into a test system. The system booted and readied. 2d , 3d and store buttons functioned as expected, no fault found while under test. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the failure was isolated to 3d spins acquired by the hand switch. Images made from the foot switch worked fine. The hand switch was replaced for testing purposes to prove it was causing the problem. The new hand switch worked every time. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intraoperatively during a procedure. It was reported that while setting up for a case the imaging system would not enable a navigated scan. An error was received stating, "navigation connected but disabled." The navigated scan was selected on the pendant, the imaging system and navigation system were communicating, the camera could see the reference frame and imaging system tracker. They rebooted the system twice and the error messages occurred. Technical services (ts) confirmed that the networking information was correct and that the two systems verified. They rebooted both systems while disconnected, reconnected the ethernet cable, reselected the navigation system on the navigation connection box and confirmed the navigation system had all green boxes. The radiology technician (rt) began to take a spin again and after the connecting progress bar, got the same error message, "navigation connected but not ready." There was no impact on the patient outcome. Later, a medtronic representative called to report that while taking scans outside of a case, the scans were giving the error that the navigation was disabled and it wouldn't spin. When he switched the pendant to 2d and then back to 3d, he is able to take a navigable scan that transferred to the navigation system automatically. The issue seemed to be intermittent and solved when switched to 2d then back to 3d.